Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed and the rubber keyboard required replacement. A field service engineer (fse) confirmed that another fse had resolved the drawer issue. Further, the fse replaced the keyboard cover, had customer confirm and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 repeatedly failed, particularly at cubie b5 (1x1) and cubie d1 (1x2). The user also stated that the rubber keyboard required replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.